Manufacturer narrative:
Device evaluated by MFR:the device was received in two sections as a result of two breaks in the shaft. A visual examination of the returned device observed a hypotube shaft break at 120cm proximal from the guidewire port. The proximal section of the break, including the hub was not returned for analysis. The returned section of hypotube was kinked at various locations along its length. A second break/dissection was located at 4.9cm proximal to the tip. An examination of this break site found no evidence of any device stretching in the extrusion. A microscopic examination of the balloon material did not identify any damage. No damage was noted to the tip, balloon sections, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-08348 and 2134265-2014-08347. It was reported that the balloon became stuck on the stent and no flow to the vessel occurred. The target lesion was a restenosis of a previously implanted stent in the left anterior descending artery (lad). Predilatation was performed using a 10/2.50 flextome® cutting balloon® catheter. A 2.50x38mm promus premier¿ stent was advanced and implanted in the lesion. Then another 2.50x24mm promus premier¿ stent was deployed to the lesion. It was noted that the 2.50x38mm promus premier¿ stent was not fully apposed to the vessel wall so the 10/2.50 flextome® cutting balloon® catheter was re-advanced for post dilation of the stent. The cutting balloon was also used to post dilate the 2.50x24mm promus premier¿ stent. After two inflations, the cutting balloon became stuck inside the two stents. It was then noted that the patient had no flow to the vessel. The shaft of the cutting balloon catheter was cut and different techniques were attempted to pull the cutting balloon out. Then a non bsc guide catheter extension was advanced to sleeve the cutting balloon. The cutting balloon was able to be removed after a few attempts but in the process, the 2.50x38mm and the 2.50x24mm promus premier¿ stents were deformed. The flow to the lad was restored after the cutting balloon was removed. A noncompliant balloon catheter was advanced to tack up the deformed stents and the procedure was completed. No further patient complications were reported. The patient stayed at the hospital overnight and the patient's status was fine.

Event description:
Same case as MDR ID 2134265-2014-08348 and 2134265-2014-08347. It was reported that the balloon became stuck on the stent and no flow to the vessel occurred. The target lesion was a restenosis of a previously implanted stent in the left anterior descending artery (lad). Predilatation was performed using a 10/2.50 flextome® cutting balloon® catheter. A 2.50x38mm promus premier¿ stent was advanced and implanted in the lesion. Then another 2.50x24mm promus premier¿ stent was deployed to the lesion. It was noted that the 2.50x38mm promus premier¿ stent was not fully apposed to the vessel wall so the 10/2.50 flextome® cutting balloon® catheter was re-advanced for post dilation of the stent. The cutting balloon was also used to post dilate the 2.50x24mm promus premier¿ stent. After two inflations, the cutting balloon became stuck inside the two stents. It was then noted that the patient had no flow to the vessel. The shaft of the cutting balloon catheter was cut and different techniques were attempted to pull the cutting balloon out. Then a non bsc guide catheter extension was advanced to sleeve the cutting balloon. The cutting balloon was able to be removed after a few attempts but in the process, the 2.50x38mm and the 2.50x24mm promus premier¿ stents were deformed. The flow to the lad was restored after the cutting balloon was removed. A noncompliant balloon catheter was advanced to tack up the deformed stents and the procedure was completed. No further patient complications were reported. The patient stayed at the hospital overnight and the patient's status was fine.

Manufacturer narrative:
(B)(4).